Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope experienced nozzle drainage failure. Inspection and testing of the returned device found that the nozzle was clogged. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the air/water nozzle was clogged, causing draining function to be reduced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to b3, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the foreign material was a black silicon-based material. The root cause of the foreign material which clogged the nozzle was unable to be identified. It was confirmed that reprocessing was correctly performed by using the reprocessor oer-3 and oer-5, additionally the air/water channel cleaning adaptor was correctly used. Olympus will continue to monitor field performance for this device.

Event description:
Additional details had been requested regarding the reported event. The legal manufacturer provided the information that the procedure was a diagnostic upper screening, the reported phenomenon was noted in the middle of a procedure, no reported delay, and no other device was replaced during the procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the legal manufacturer. Please refer to section b5 for the new information.